Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events on maxi move passive floor lift, one similar complaint was reported in the past. On 2017-dec-27 arjohuntleigh has become aware of an event which occurred with involvement of maxi move passive floor lift at (B)(6). Customer facility staff noticed approximately 3-4 months before an event was reported bruising on a resident's groin and under his penis. On (B)(6) 2017 new bruising was observed by personal support workers on right side of his rib cage, skin tear on left forearm and skin tear on top of a head. The resident was sent to hospital on (B)(6) 2017 as swelling was observed on the rib cage area. On (B)(6) 2017 the resident was discharged back to the customer facility advising x-ray was done, with no specific medical directives. On (B)(6) 2017 facility staff observed a right forearm skin tear. It was reported that when staff approached a resident (totally dependent on care, with diagnosed severe cognitive impairment) with a maxi move passive floor lift and prepared to place him in a full passive large clip sling, he became physically and verbally aggressive towards staff and himself. The resident has been observed pinching his skin all over his body including his genitals. Information provided in a complaint confirms that facility did not report any changes in condition of maxi move or sling. On jan 5, 2018 the customer facility was visited by an arjo representative to obtain more details about the incident. A customer representative advised that the resident was admitted to the facility 5 years ago. Over the course of his admission to facility, there have been fluctuations in his medications related to his late stage dementia. At the customer site a case conference was performed where a re-evaluation of medications and current medical status of resident was conducted by his physician during discussion with the customer it was established that: -facility needs to develop a current plan of care applicable to needs of the resident and doctor orders. It is also needed to ensure all staff associated are trained on the care and approach for resident. - staff should to not transfer the resident if he is not able to be calm and cooperative with transfer, and that assessment at each transfer is required for safety of resident and caregiver. - a padded leg strap sling for comfort of resident transfer for both bathing and transfers should be chosen. - a required number of assisting caregivers should be increased at each resident transfer for safety reasons. Please note that each maxi move lift delivered to customers is equipped with instructions for use (IFU). The maxi move instruction for user (ifu001.25060, rev 12) delivered to customers with devices warns and informs the user how to use the maxi move lift in safe and correct manners: - "note: the need for a second attendant to support the patient must be assessed in each individual case." -"before using the maxi move, a clinical assessment of the patient's suitability for transfer must be carried out by a qualified health professional considering that, among other things, the transfer may induce substantial pressure on the patient's body. A transfer conducted when it should not can degrade the patient's health condition." Instruction for use for passive clip slings (04.sc.00-int1_2,) contains information: -"warning to avoid injury, always assess the resident prior to use." - "safety practices: at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the resident." The quoted extract from the instructions for use ensures that clinical assessment of the patient should be performed before use of the maxi move lift. If the facility staff had made a proper patient assessment, risk of an injury could have been avoided. Direct correlation between developed injuries and condition of the system (lift and sling) was not confirmed. The customer did not claim any failure of the product. Neither lift, nor sling were evaluated; nevertheless no malfunction of any of these items was alleged by customer. Based on evidence collected in a course of the investigation, an incorrect patient assessment as a root cause of this event cannot be ruled out. To sum, an arjohuntleigh device was being used for a patient handling when the event occurred. The device played a role in a reportable incident - it was decided to be reportable to the competent authorities in abundance of caution due to injuries sustained by patient (bruising right side of rib cage, groin and under penis, skin tears left forearm, left side of top of head, right forearm). The device did not fail to meet its specification.

Event description:
On 2017-dec-27 arjohuntleigh has become aware of an event which occurred with involvement of maxi move passive floor lift at (B)(6) located in (B)(6). Customer facility staff noticed approximately 3-4 months before an event was reported bruising on a resident's groin and under his penis. On (B)(6) 2017 new bruising was observed by personal support workers on right side of his rib cage, skin tear on left forearm and skin tear on top of a head. The resident was sent to hospital on (B)(6) 2017 as swelling was observed on the rib cage area. On (B)(6) 2017 the resident was discharged back to the customer facility advising x-ray was done, with no specific medical directives. On (B)(6) 2017 facility staff observed a right forearm skin tear. It was reported that when staff approached a resident (totally dependent on care, with diagnosed severe cognitive impairment) with a maxi move passive floor lift and prepared to place him in a full passive large clip sling, he became physically and verbally aggressive towards staff and himself. The resident has been observed pinching his skin all over his body including his genitals.